Event description:
It was reported the reamer wasn't working properly for drilling for lag screw.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.